Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's right eye due to mechanical failure. The account clarified that by mechanical failure, they meant that the patient experienced constant halos around vision day and night, making her vision blurry and intolerable when driving. It was confirmed that the patient did not have any pre-existing issue which contributed to the reported issues. It was indicated that new incisions were made, and the lens was taken out whole; however, no vitrectomy or sutures were required. Another johnson and johnson lens of a different model and diopter (model aab00, +19.5 d) was used as a replacement. The patient is stable, and no injury was reported. No further information was provided.

Manufacturer narrative:
Patient weight and ethnicity: unknown/ information asked but not available. Device evaluation: the product testing could not be performed as the product was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records review was performed, and no nonconformity report was found as part of this manufacturing records review. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. Attempts were made to obtain the missing information; however, the information was not available. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: dec 8, 2022. Section h3: device evaluated by manufacturer: yes . Device evaluation: the suspect lens was received wrapped in medical gauze. Visual inspection under magnification revealed that the lens was covered in dry residue/ blood. The lens was cleaned and further inspected under magnification and a scratch was observed on the outside of the optic to the spare tire. One haptic was also observed to have a chip on the edge. No issues that could contribute to the complaint issues were observed. The complaint issue "halo vision" and "blurry vision" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.